Event description:
It was reported that: the physician reported that the guidewire kept kinking when trying to insert it into the vessel. Patient in critical condition but no medical intervention, harm or injury due to this incident. The device was removed in its entirety and replaced. Another attempt was not made. The device was returned and investigated.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire due to needle resistance could be confirmed through investigation of the returned sample. The customer provided one image of the damage and returned one guide wire and needle for analysis. The guide wire was returned lodged within the needle. Definite signs of use in the form of biomaterial were observed on the guide wire and within the needle hub. The guide wire was removed from the needle to further investigate the components. Large amounts of biomaterial were observed on the guide wire once removed, which likely contributed to the resistance experienced by the customer. Visual analysis revealed that the guide wire contained multiple kinks towards the distal end of the guide wire. Microscopic examination confirmed the damage and revealed that both welds were full and spherical. Visual and microscopic examination of the needle did not reveal any obvious defects or anomalies. The major kinks in the guide wire measured 305mm and 315mm from the proximal tip. The overall length of the guide wire measured 337mm which was within the specification limits of 331mm - 340mm per the guide wire product drawing. All these measurements were done via calibrated ruler. The outer diameter (od) of the guide wire measured 0.610mm via calibrated micrometer which was within the specification limits of 0.61mm - 0.64mm per the guide wire product drawing. The od of the needle measured 0.0499" via calibrated micrometer which was within the specification limits of 0.0495" - 0.0505" per the needle cannula product drawing. The inner diameter (ID) of the cannula measured 0.042" via calibrated pin gauge which was within the specification limits of 0.041" - 0.043" per the needle cannula product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking on wire enters hub of needle)". The guide wire was threaded through returned needle and minor resistance was experienced. Additionally, the guide wire was tested with a lab inventory needle and the needle was tested with a lab inventory guide wire, and little to no issues were identified. A manual tug test confirmed that both welds were secure and intact. The IFU provided with this kit informs the user, "warning: do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide. Precaution: use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." A device history record review was performed, and no relevant findings were identified. Based on the customer report that the defect was observed during use and the appearance of the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the physician reported that the guidewire kept kinking when trying to insert it into the vessel. Patient in critical condition but no medical intervention, harm or injury due to this incident. The device was removed in its entirety and replaced. Another attempt was not made. The device was returned and investigated.